Manufacturer narrative:
UDI: gtin is unavailable as the product made prior to compliance date; (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device found that the unit reflected heat with a reading of 121.3 degrees fahrenheit which is greater than manufacture specification (121.3 degrees fahrenheit; specified reading is temperature shall not exceed 118 degrees fahrenheit) and the unit reflected noise with a reading of 83.4 decibels which is greater than manufacture specification (83.4 decibels; specified reading is sound level must not exceed 76 decibels). It was also observed that the device reflected low power with a reading of 77,112 rpms on the console which is lower than manufacture specification (77,112 rpms; specified reading is console display-80,000 rpm) and the drive shaft was broken. The broken drive shaft is consistent with using excessive force while the motor is in use. The broken drive shaft is what caused the low power, noise and heat. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component damage by use of excessive force during use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery setup, it was observed that the motor device was broken. During in-house engineering evaluation, it was observed that the device emitted heat, was noisy and had low power. There were no delays to the planned surgical procedure. A spare identical device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.